Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed and replicated the reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.191" x 0.565" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grips -tips is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the tip broke off the fenestrated bipolar forceps instrument into the patient and was retrieved during the same procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use and was intact. The surgeon retrieved the fragment and visually inspected the instrument. The surgeon did not order any post-operative tests.